Event description:
It was reported the patient received the following results within 15 minutes: 586 mg/dl and "286 mg/dl or 232 mg/dl". The patient experienced symptoms of nausea and dizziness.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.